Manufacturer narrative:
(B)(4). Concomitant medical products: tprlc 133 mp type1 pps ho 16.0 m t1 cat# 51-107160 lot# 6156230, tprlc xr mp t1 pps 17x119mm 119mm t1 cat# 51-145170 lot# 2898306, tprlc xr mp t1 pps 15x115mm 115mm t1 cat# 51-145150 lot# 3739732, tprlc xr mp t1 pps 16x117mm 117mm t1 cat# 51-145160 lot# 3791241, tprlc xr mp t1 pps 15x115mm 115mm t1 cat# 51-145150 lot# 3756093. Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00856, 0001825034-2020-00857, 0001825034-2020-00859, 0001825034-2020-00860, 0001825034-2020-00861.

Event description:
It was reported that debris was found within sterile packages while investigating circulated items. No hospitals were involved. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Evaluation of the returned product confirmed there is debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier and porous particular from the implant. Sterility of the product is intact and reported event is confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The event is being addressed through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.